Event description:
The dentist reported the abutment screw fractured. During removal of the fractured screw, the patient swallowed the lower portion of the screw. No adverse affects were experienced by the patient.

Manufacturer narrative:
Visual inspection by the complaint investigator of the returned unisg gold-tite® square uniscrew confirms the screw has fractured near the head of the screw. The hex of the device has been stripped. The remaining portion of the screw has not been returned for review due to patient ingestion of the device.DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. Technical root cause cannot be determined. (B)(4)